Event description:
Patient had insertion of # 8 tracheoflex tube. Surgeon locked tube into beck collar. Upon transfer from or to patient bed trach tube advanced out of position from neck collar. Attempts to secure the airway and ventilate the patient was difficult. Patient expired.